Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3086ans, UDI: (B)(4), serial: (B)(6), batch: a000102173. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the removal of the trail lead, it was noted by the physician that the patient was having a potential csf leak. No complaints of headache, but patient was lightheaded. Patient sent for MRI that day and no leak was found. Patient had no further complications. Note : it is unknown which lead is related to this issue.